Manufacturer narrative:
H10: internal complaint reference case-(B)(4). H3, h6: the reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and a stuck oscillate button causing the device to run continuously. Device plugged into test device as intended. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of not plugging was not confirmed. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors which could have contributed to the reported event include a failure of a concomitant device. The complaint of run continuously was confirmed, and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the event include a buildup of corrosion/debris around the spring from cleaning chemical fluid ingression over time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set-up, a mdu was not plugging into the shaver box. It is unknown if there was a back-up device available or any delay. No patient involvement. The results of investigation a functional found a stuck oscillate button causing the device to run continuously.